Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient reported a rash on the front and back of his torso. The patient spoke with his doctor and was provided a cream to use on the affected area. During a follow up, the patient reported that the rash was improving through the use of the cream.